Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patients ipg had not held a charge over a year. The patient underwent an ipg replacement procedure and patient was doing well postoperatively and stimulation was provided to target areas. The explanted device is not available for return per hospital policy.